Event description:
Provider alleges portable oxygen concentrator unit smells like smoke. No injury or ill effect. Please note any further information received will be provided in a supplemental report.